Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced three low blood glucose events. Customer's blood glucose level dropped to 38 mg/dl on (B)(6) 2016, 40 mg/dl on (B)(6) 2016, and really low on (B)(6) 2016. The customer's blood glucose level was treated with juice and candy. Her basal settings were too high, causing her blood glucose level to go low. Troubleshooting was declined. The device was not returned.